Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 626294) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding ") and dysmenorrhoea ("dysmenorrhea "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea and menorrhagia with essure. Lot number: 626294, manufacturing date: 2007-12, expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 25-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 626294) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea") and arthralgia ("hip pain when standing up"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, dysmenorrhoea and menorrhagia with essure. Lot number: 626294 manufacturing date: 2007-12 expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date and event hip pain when standing up added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 626294) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding ") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea and menorrhagia with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.